Event description:
The pt had sudden change in mental status and became unresponsive during the mapping aspect of the case. This occurred prior to any rf delivery. The procedure was aborted and neurology called to evaluate pt. A stroke was confirmed clinically and by head CT. The prognosis for recovery is poor.